Manufacturer narrative:
Findings: inspected 2 opened/used enlite sensors and found both sensor cannulas retracted inside sensor base 1 of them broken. Missing broken part.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report issues with the sensor. Customer reported that the sensor excessively alarmed sensor value not available. Customer's blood glucose at the time of the incident was 130 mg/dl. Customer reported that upon removal of the sensor they noticed that a piece of the cannula appears to have broken off inside their body. Product is expected to return.